Manufacturer narrative:
The nurse charge reported that both monitors on the central nurse's station (cns) were completely blank. The cns tower displayed a b4 code, which, per the manual indicates there may be an issue with the usb device. The manual suggests checking that there is no damage to the usb devices. Rebooting the cns resolved the issue. It came back up and was functioning as expected. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.

Event description:
The nurse charge reported that both monitors for the central nurse's station (cns) were completely blank. The cns tower displayed a b4 code, which, per the manual indicates there may be an issue with the usb device. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the charge nurse reported that both monitors on the central nurse's station (cns) were completely blank. The cns tower displayed a b4 code, which, per the manual indicates there may be an issue with the usb device. The manual suggests to check that there is no damage to the usb devices. Rebooting the cns resolved the issue. It came back up, functioning as expected. No patient harm was reported. Nihon kohden will continue to trend and monitor. Investigation summary: troubleshooting identified a system code indicating a potential usb device communication issue. The cns was hard rebooted, after which normal operation was restored. No hardware damage was identified, and the issue did not recur following the reboot. The root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/16/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/27/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The charge nurse reported that both monitors for the central nurse's station (cns) were completely blank. The cns tower displayed a b4 code, which, per the manual indicates there may be an issue with the usb device. No patient harm was reported.